Manufacturer narrative:
Result: cracked siderail penels.

Event description:
It was reported by service report that the head-end left inner and outer siderail panels were cracked, with sharp edges exposed. No pt involvement or adverse consequences were reported.